Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer had manual insulin injections available as alternate insulin therapy. The customer's blood glucose (bg) level was 67 mg/dl, but did not provide a reason for the low bg level. The customer ate food to address the low bg level.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed on (B)(6) 2016 in pump logs. User made bolus requests without entering current bg level and still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No issues observed in the logs or functional test results that could have caused low bg event.